Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) was drifting 10%. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the epgs. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The data log indicated that there were two 'oxygen (o2) sensor and blender disagree' events. The pst successfully calibrated the epgs and upon the second calibration, set the sample values for flow and fraction of inspired oxygen (fio2). The epgs held the values steady. The fio2 appeared to be low at high setpoints, but the on-screen value was within tolerance when compared to an external o2 analyzer. Manual adjustment of the fio2 was possible to achieve the desired o2 blend. The initial output of the o2 sensor was 10.2 millivolts (mv) which is within the specification range. Although there was a noted slight difference between the setpoint and the actual o2 blend, the results were within tolerance during the evaluation. The service repair technician (srt) duplicated the reported complaint. The epgs was powered on and air and o2 were introduced. The o2 analyzer calibration was successful but the o2 sensor accuracy test failed. The srt replaced the o2 sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.